Event description:
The user reported that the monitor would not turn on. There was no pt involved. Tests disclosed that the battery had very low capacity. The cause of the low capacity was determined to have been the age of the battery which was greater than 12 yrs. The event is not occurring more frequently or with greater severity than is usual for the device.